Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed by our investigator in brézins. According to the response provided in the email, the event took place on 3 september 2025, but according to the data history, no event is recorded on that date. For this reason, the analysis focuses on the type of shutdown, the last infusion performed before a mains and battery switch off and the single occurrence of infusion stop due to a battery alarm to remain consistent with the description of the complaint. On (B)(6) 2025 at 06 :49 :53, the infusion starts with a flow rate of 20.832 ml/h and an initial volume of 0.000 ml (i.e no specification of duration). On (B)(6) 2025 at 18:14:59, a battery pre-alarm is triggered during infusion with an infused volume of 237.500 ml, while the infusion remains in progress. On (B)(6) 2025 at 18:51:02, the device enters kvo mode at 1.000 ml/h, with a total infused volume of 250.000 ml. On (B)(6) 2025 at 18:55:08, the infusion is stopped by the user at a total infused volume of 250.068 ml, corresponding to the previously programmed rate of 20.832 ml/h. On (B)(6) 2025 at 18:55:21, the infusion restarts with a flow rate at 20.832 ml/h, with an initial infused volume of 250.068 ml. On (B)(6) 2025 at 20:52:03, the infusion is stopped by the user with a total infused volume of 290.522 ml, consistent with the flow rate of 20.832 ml/h. On (B)(6) 2025 at 20:52:39, the infusion is restarted at 97.462 ml/h, from an initial infused volume of 290.522 ml. On (B)(6) 2025 at 22:25:41, the infusion is stopped by the user at a total infused volume of 441.406ml, which is consistent with the programmed flow rate of 97.462 ml/h. On (B)(6) 2025 at 22:26:03, a pause is initiated by the user, with a logged pause duration of 86 400 seconds. On (B)(6) 2025 at 00:17:08, the device logs a pause end triggered, with a second recorded pause duration of 79 735 seconds. Immediately after this event, the infusion starts with a flow rate at 500.000 ml/h, with an initial infused volume of 441.408 ml. On (B)(6) 2025 at 00:56:36, an upstream occlusion alarm is triggered during infusion, stopping the infusion at 770.324 ml, which is consistent with a flow rate of 500.000 ml/h. On (B)(6) 2025 at 00:59:08, the device was switched off. On (B)(6) 2025 at 00:27:32, the infusion starts with a flow rate at 20.000 ml/h, with an initial infused volume of 9.424 ml. At 01:51:51, a battery pre-alarm is triggered while the infusion is in progress, with an infused volume of 37.486 ml at 04:44:59, a battery alarm is triggered and stopped the infusion at an infused volume of 95.102 ml, consistent with the programmed flow rate of 20.000 ml/h. At 04:47:03, the user places the pump on the mains. At 04:47:05, the user restarts the pump with a flow rate at 20.000 ml/h. On (B)(6) 2025 at 16:19:40, the infusion starts with a flow rate at 1080.000 ml/h, with an initial in fused volume of 0.094 ml. On (B)(6) 2025 at 16:44:40, a battery pre-alarm (the second pre alarm after the first one at 15:08:50) is triggered while the infusion is in progress, with an infused volume of 450.002 ml. On (B)(6) 2025 at 16:49:06, an air volume alarm is triggered during infusion at an infused volume of 529.970 ml, consistent with the programmed flow rate of 1080.000 ml/h. On (B)(6) 2025 at 16:52:52, the device is switched off on battery, entering real off mode, with a recorded total infused volume of 529.994 ml. In the complete data history, there have been numerous battery and mains power-offs, all triggered by the user. Switch off on battery ( real off) by the user 34 occurrences, switch off on mains ( device switched to standby) by the user 32 occurrences the reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. A total of 34 switch off on battery and 32 switch off on mains were recorded, all of them performed by the user and always outside the infusion. Only one infusion was stopped due to a battery alarm, and the user reconnected the device to the mains before restarting the infusion. This is normal behaviour for the device. Then, the pump did not switch off. Throughout the infusion, the logs show no interruptions during the infusion, and each infusion appears to be proceeding properly. There is no overflow, only the usual safety alarms (air, occlusion, clamp, door, tube missing) which is expected behaviour for the pump. These events stop the infusion without switching off the pump. None of them causes a shutdown issue. According to the data history, no pump shutdown was observed during infusion. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. The pump was placed back in service and no further investigation was needed. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported by customer: the infusion pump shuts off during the infusion process, even while connected to the power supply. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.